Event description:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. The ail pcb was replaced and calibrated.